Event description:
During a routine shift check by a clinician, the device would not adjust pacer output. There was no patient involvement in the reported malfucntion.

Manufacturer narrative:
The malfucntion was observed; however, after additional analysis, the malfunciton was no longer seen. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer.